Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The data files showed that 6 applications were performed with balloon catheter 2af283 with lot number 06838 on the date of the event without any issue. Clinical issues were encountered during the case. There is no indication of relation of adverse event to the performance of the cryo device. The balloon catheter was not returned for investigation. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the patient developed a pericardial effusion which led to cardiac tamponade. The patient's blood pressure was dropping quickly, and a pericardiocentesis was performed. The case was aborted under general anesthesia. The patient was transferred to the operating room (or) for surgical repair. It was suspected that when the physician placed the catheter on the left atrial appendage (laa), a rupture occurred. No further patient complications have been reported as a result of this event. Additional information reported that the patient is still in the hospital recovering from emergency surgery after ablation. Furthermore, it was indicated that the physician perforated the left atrial appendage (laa).